Event description:
The pt tested his blood glucose on the suspect device and it was low. The dr advised to give him juice. The pt was nauseous and could not keep fluids down. The mother tested his blood glucose again on the suspect device at 8:30am and it was low and retested on the suspect device at 10:30am and it was low. She did run glucose controls and were out of specifications. The mother took him to the hosp and they received a reading of high on their device. He was given an insulin drip, glucose and oxygen. He was admitted into the ICU.